Event description:
A physician performed a lap chole procedure on several patients using an endoscopic multifire clip applier with associated titanium ligating clips. At follow-up, the physician determined that three patients were experiencing cystic duct leaks post-operatively. Two patients are being treated with medication, the third was re-operated. These three patients do not represent consecutively treated patients. Investigation is continuing to determine the cause of the cystic duct leaks in these patients. The malfunction is occurring below the frequency and severity that are usual for this device.